Event description:
It was reported the patient had stimulation in the wrong location and never had therapeutic effect. It was stated the patient¿s device had not really been working for them. It was noted the patient last met with their manufacturer representative 2.5 months prior to report and they stated there was nothing else they could do. It was stated they put some new settings in. The patient stated on setting 4 they felt stimulation right by the implantable neurostimulator (ins) instead of down by the testicle area and this had been going on since (B)(6) 2013 and it had never happened before. It was stated the patient knew they were not getting results and felt really uncomfortable with it moving all the way from the testicle area to right next to the unit. The patient stated it felt like something was out of place and they believed that the area around the implantable neurostimulator (ins) was getting hot and the patient had felt that since (B)(6) 2013. It was noted the patient asked their wife if the area felt hot and they agreed it felt warmer than the rest of their body.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va08ezq, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted. It was reported that the patient's unit was not working for them. The patient wanted to have another manufacturer representative.

Manufacturer narrative:
(B)(4).